Manufacturer narrative:
The date of the event onset was reported as unknown date (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to gallbladder issues; however, this is unlikely to represent a direct cause, therefore, the cause was assessed as unknown. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unreported date, the patient was discharged home from the hospital. At the time of this report, the patient had recovered. No additional information is available.